Event description:
The customer contact reported sparks were noted from the back of the pump. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken. Do not use. Shooting sparks." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, no sparks were noted when the device was connected to ac power. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).